Event description:
It was reported that the patient has not had good coverage for 6 months, for an unknown reason. It was noted that there was no fall or trauma. It was noted that the physician wanted to replace the lead. It was noted that the patient did not have approval for new device from insurance. Additional information received reported that no diagnostics were performed. It was noted that the leads were not in the correct position. It was noted that a revision surgery was performed on 2013-09-30 and the patient reported much better stimulation coverage.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).